Manufacturer narrative:
Four photos were received and evaluated. The photos depict a single 3ml syringe from different sides and angles. The syringe has the stopper bottomed out in 2 of the photos and stopper drawn back slightly with clear liquid residue in fluid path in 2 other photos. In all 4 photos small droplets can be observed behind the stopper, similar to a spray pattern. In 1 photo liquid residue can be seen at the plunger retaining ring immediately behind the stopper. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is difficult to tell what the potential root cause for the leakage past stopper may be. Based on the description and photos provided, it is not possible to determine a potential root cause. A physical sample would be required for evaluation and testing. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd plastipak syringe luer-lok started to leak at the piston during suction. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 8140554, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-20. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe luer-lok¿ started to leak at the piston during suction. There was no report of exposure, serious injury, or medical intervention.